Event description:
While placing a bard access power PICC line into the patient's right brachial vein the flexura wire, nitinol with straight tip (approx 1.5" to 2" inside the patient) was unable to be withdrawn from the patient. After the wire was unable to be removed at the bedside the patient had to be taken to the operating room and the wire removed. The wire was found caught in the artery wall and tied in a knot. The wire was removed intact and the patient was able to return to the medical surgical unit without further complications.